Event description:
It was reported that the patient had gained some weight and the implantable neurostimulator (ins) had shifted. It was in the lower buttocks and was up higher when it was first put in. ¿there was shifting and tissue was forming. It was protruding and it was uncomfortable.¿ it was also painful which started a month prior to the report. It was noted she fell a lot because she had a hard time balancing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).